Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected alarms or blank display was noted. Intermittent button response was noted due to flattened button dome switches. The insulin pump was received without the original belt clip and no physical damage was noted to the belt clip slot. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reports that customer had a blank display screen. Customer's blood glucose was 467 mg/dl, which was treated per healthcare providers' recommendation. After troubleshooting, display screen did return, however, self test could not be completed due to act button not responding. Customer was advised that insulin pump would need to be replaced. No further information provided.